Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/07/2024, it was reported by a sales representative via (B)(4) that an ar-8330rh shaver has some bio burden at the bottom of it, causing the shaver to not lock. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. (No problem found) the evaluation did not reveal any issues relevant to the reported event, "on 05/07/2024, it was reported by a sales representative via sems-06559124 that an ar-8330rh shaver has some bio burden at the bottom of it, causing the shaver to not lock. This occurred during use in a case with no patient effect." Although minimal bioburden found, attachment connected and locked into collet.